Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; 4024 implantable pacing lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that there was a lead warning due to low impedance on the atrial lead. It was noted there was small p waves and several atrial high rate (ahr) episodes measured. The lead remains in use. No patient complications have been reported as a result of this event.